Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. There was poor staple formation while being applied on linear deep rectum resection. Some of the staples were unformed. The distal staple line was incomplete and did not close. They opened the single staples. The staple line was fixed by preforming another resection with a successful staple line. The surgery time was extended to thirty minutes due to the device issue. There was 2-3 cm of additional tissue loss. New handle and reload were used to complete the case. The patient status is alive.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.